Manufacturer narrative:
A field service engineer was dispatched to the customer site and was unable to confirm any odor coming from the unit. The unit was confirmed to meet specifications and no problem could be found for the report of odor. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
Upon follow-up for another issue, a customer reported an "odor" or smell had been emitting from their sterrad® 100s sterilizer since the first unrelated issue was reported on (B)(6) 2019. One healthcare worker (hcw) experienced burning and tightening in the chest, mild irritation of the eyes with slight burning, light burning in the nose, and throat irritation which started as ¿bitter numbness in the mouth.¿ the personal protective equipment (ppe) worn by the hcw was gloves and gown as per the instructions for use. The hcw visited a doctor where she was given a breathing treatment, an ¿inhaler.¿ upon follow-up, the customer reported the hcw to be ¿ok¿ and cleared to return to work the day after the event. Advanced sterilization products requested additional information, but the facility reported no further information is known as the hcw no longer works there. Regarding the room in which the sterrad ® sterilizer is located, it was reported there were no other units/sterilizers in the room, but it is a shared space for cleaning instruments before processing in the unit, and that the room meets ventilation requirements per the customer facility¿s trained biomed. A field service engineer (fse) was dispatched to the customer site. This is event being reported as a serious injury for the report of respiratory reaction/chest tightness.

Manufacturer narrative:
The hcw reported she started developing symptoms on (B)(6) 2019; however, the duration of the symptoms is unknown since the hcw no longer works at the facility. Upon follow-up, the supervisor stated the hcw spent most of her 8-hour shift around the sterrad in a small room for three days before the unit was serviced, and stated she did not normally work in the department but was filling in for another employee who was on vacation. No other employees who work in the department reported any symptoms. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The fse was unable to confirm any odor coming from the unit. Therefore, the assignable cause that led to the report of the hcw reactions could not be determined. The unit was confirmed to meet specifications and no problem could be found for the report of odor. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).